Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. 12 devices were evaluated in the field and the issue was confirmed; 6 devices had broken/damaged components, 1 device had a stripped component, 4 devices had worn components, and 1 device had an alignment issue. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events, where it was reported the litter was drifting. There was no patient involvement.

Event description:
This report summarizes 14 malfunction events, where it was reported the litter was drifting. There was no patient involvement.

Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed; the device had broken/damaged components. The device was repaired and returned to use.